Manufacturer narrative:
The customer reported via telephone call that the insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No reset error alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a cracked display window.

Event description:
The customer reported via telephone call that the act button became unresponsive during a bolus. The customer took out the battery and received a button error alarm and a reset error alarm and reported that none of the buttons worked. The blood glucose reading was 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.